Event description:
It was reported that 5 years ago the patient was in the ER (emergency room) following a refill because he was in severe pain. They investigated and determined that the pharmacy had switched vials of medication and the patient was given the wrong medication. The patient usually had 4 medications, but was instead given a vial with 3 medications. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).